Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to fracture screw. Customer didn't use another device to complete the procedure. No other symptoms were reported. Patient wont return for an additional appointment. Tooth#30.

Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 8.5mm, xifnt485 was returned. Visual inspection via naked eye and camera magnification identified fractured screw inside the implant. No pre-existing conditions noted on the complaint. Bone density type ii. The reported device was located on tooth site #30 (universal). Picture/x-rays: no pictures or x-ray images were provided.appropriate documentation was reviewed. DHR review could not be performed for the unknown lb screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product.DHR review was completed for the subject lot number (2013110402). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review could not be performed for the unknown lb screw since the item/lot numbers were not available.complaint history review of the subject lot number (2013110402) was performed for the xiitp6510 for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product.post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device. Based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.